Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was indicated that on an unk date the pt was implanted with a spectra concealable penile prosthesis. The device was removed due to erosion of the "crura" and replaced with an inflatable penile prosthesis.